Event description:
It was reported that a cartridge did not fit onto the pump. There was no adverse impact to the customer's blood glucose level. The customer declined further assistance from tandem technical support regarding the issue.